Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 6mm 3b tw 100ct us is missing the tear drop label and inner shield. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 320749 batch no.: 9134753. It was reported by the consumer that two pen needles are missing the tear drop labels and inner shields. Verbatim: consumer reported two pen needles missing tear drop labels and inner shields.

Event description:
It was reported that pen ndl 32g 6mm 3b tw 100ct us is missing the tear drop label and inner shield. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: 320749 batch no.: 9134753 it was reported by the consumer that two pen needles are missing the tear drop labels and inner shields. Verbatim: consumer reported two pen needles missing tear drop labels and inner shields.

Manufacturer narrative:
H.6. Investigation summary customer returned two (2) used 32gx6mm bd pen needles. Consumer reported two pen needles missing tear drop labels and inner shields. Both returned pen needles were examined, and it was observed that both pen needles did not have a tear drop label or inner shield attached. It was also observed that both samples exhibited a heat stake on the outer cover indicating that both samples were sealed properly. Since no evidence of manufacturing defect was observed on the returned pen needles the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.